Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. Additional components potentially involved in the event include: common device name: scs lead, model: 3181, lot: 2850523; common device name: scs lead, model: 3181, lot: 2850523. System explanted due to lead broke was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy due to lead fracture. As a result, surgical intervention was undertaken at unknown date wherein the entire system was explanted. The investigation was unable to determine the lead that was fractured.